Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blocked tubing problem. Customer was able to fix it. Customer has been receiving different messages but has been able to figure them out. Customer stated that she will call the helpline later. No further assistance needed.